Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard bezel was cracked. A field service engineer had removed the keyboard and keyboard bezel, unplugged them from the station, and replaced the bezel with a new one. The components had then been reassembled onto the station, with all screws secured tightly. The keyboard had been plugged back in, ensuring the cable had not been snagged or caught and was zip-tied properly. After completion, there had been no damage to the bezel, and all keyboard keys had been working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower lower right corner of the keyboard had cracked and was sharp. However, there were no delays or adverse events or injuries reported based on this event.